Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of primary alarm failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
MFR received date: 01 oct 2019. The customer replaced the speakers to address the issue. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of primary alarm failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.